Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient collapsed, and the cgm was reading 5.1 mmol and the blood glucose reading was 2.0 mmol. According to the parent the patient collapsed around 2pm at school. The parent, who was also at the school, took a fingerstick at 3 different moments and reported the next values, 2.0 mmol, 2.2 mmol, and 2.3 mmol, while the cgm kept reading 5.1 mmol. Of note, data was conducted and showed that the cgm values ranged ranging from 7.1 to 9.3 mmol before the patient collapsed. The parent treated the patient with a hypopack, called an ambulance, and the patient was taken to the hospital. During the time in the hospital, according to the parent, the patient was treated with insulin pens, no dosage was reported, and there were no cgm or bg values from then on. The patient spent the night and was discharged at an unspecified time the next day. At the time of the report, the patient was at home in stable conditions. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.